Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting could not be performed as customer believes that her admission was not due the insulin pump, and the infusion set was inserted in the scar tissue. The customer mentioned that her insulin pump has scratched display window. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.